Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. It was stated that the patient exhibited bradycardia. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.